Event description:
The patient was revised because of leg length which is said to be a direct result of the position of the prosthesis. **update** (B)(6) 2011 - litigation papers allege the patient developed painful and dangerous complications, had to undergo an unnecessary and painful revision surgery, and will have lifelong residual problems. The cup was reported in a separate complaint. **update** (B)(6) 2012 - preliminary disclosure form provided part/lot info and date of implant. We have reopened the complaint due to lot information being added. **update** (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which included medical records. Records indicate that patient had a leg length discrepancy. The stem has been added to this complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.